Manufacturer narrative:
Product analysis: manufacturer's analysis could not reproduce the customer comment that the programmer overheated, however, it was noted that an error was found in the error log. It was also indicated that the main printed circuit board (pcb) was out of specification, and the printer was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message that the programmer had overheated. The programmer was turned off and allowed to cool down. The programmer then failed to boot. The programmer was returned for service. No patient complications have been reported as a result of this event.